Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. Visual inspection revealed that the microcatheter was stretched on its proximal shaft. There was a small amount of blood in the catheter distal section and catheter hub. Attempts were made to flush was not successful. The catheter was kinked, compressed and deformed on several places along its proximal shaft length. It was stretched at approximately 24.0cm distal to the strain relief, the outer tubings were separated/broken and compressed on its distal shaft along its length. No anomalies were observed with the coating on the catheter. During functional testing, a 0.016 inch mandrel was introduced and advanced through the proximal end of the catheter and there was a lot of friction encountered. The mandrel got stuck at the stretched section. The presence of blood is an indication that continuous flush was not maintained. The lack of continuous flush could have caused the reported and analyzed issues; however, this could not be definitively determined based the available information. Therefore a cause of undeterminable will be assigned to this complaint.

Event description:
Analysis of the returned device noted that the outer tubing of the catheter shaft had separated. No consequences to the patient were reported.